Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('numerous bleeds'), abdominal discomfort ('diffuse abdominal discomfort'), dysuria ('dysuria'), and constipation ('constipation'), in a female patient who had essure (batch no. D35378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "metal device was rotten". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son.) In 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced mental disorder ("psychological issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), groin pain ("pain in groin"), back pain ("back pain"), headache ("headaches"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron") and vomiting ("vomited everything") and was found to have weight decreased ("lost weight until 38kg"), abdominal pain (abdominal pain), abdominal discomfort (seriousness criteria hospitalization required), constipation (seriousness criteria hospitalization required), dysuria (seriousness criteria hospitalization required), amenorrhoea (secondary amenorrhea), sciatica (lumbociatalgia / acute lumbociatalgia), intervertebral disc protrusion (lumbar disc herniation in l4 - l5 or l5 -s1), procedural pain (pain: vas 2 (procedure of the essure insertion)), folliculitis (folliculitis with poor evolution), eye pain (eye pain), nausea (nausea), halo vision (colored halos ("I see like fireflies")), back pain (low back pain / lumbar pain radiating to the back of the right thigh (refers trigger with movements)), incontinence (incontinence), productive cough (poorly productive cough), oropharyngeal pain (sore throat), pharyngitis (pharyngitis), otitis media (otitis media), dyspnoea (trouble breathing), nasal obstruction (nasal obstruction), tracheitis (laryngotracheitis), dizziness (dizzy with spinning of objects (the world becomes small and falls on her)), palpitations (palpitations), abdominal discomfort (stomach discomfort (no nausea, no vomiting)), headache (punctures in the head), poor quality sleep (has not been sleeping well for a while), anxiety (suspicion of anxiety), contusion (lumbar contusion), generalised tonic-clonic seizure (generalized tonic clonic crisis / seizure / during the transfer she had 3 seizures), loss of consciousness (unconscious / unresponsive patient, reactive mydriatic pupils), abdominal pain upper (abdominal pain (in both iliac fossae and suprapubic region of colic type) / nonspecific abdominal pain / epigastric pain / groin pain), vomiting (occasional vomiting), pyrexia (fever of 38ºc), dyspareunia (dyspareunia), discharge (increase in discharge), menstruation irregular (menstrual irregularities / irregular and abundant bleeding), pelvic pain (episodes of intense pelvic pain / chronic pelvic pain), paraesthesia (paresthesia), fatigue (fatigue), muscle spasms (whipping, cramps (increasing)), weight decreased (weight loss of 16 kg in recent months), depression (important anxiety-depressive symptoms), productive cough (cough and mucus), pyrexia (feverish), rhinorrhoea (runny nose), increased upper airway secretion(oropharynx with clear mucus on posterior wall), epilepsy (epilepsy (currently untreated)), cholecystectomy (cholecystectomy), appendicectomy (appendectomy), osteoporosis (osteoporosis), osteoarthritis (osteoarthritis), asthma (bronchial asthma), conjunctivitis allergic (allergic rhinoconjunctivitis), mite allergy (mite allergy), food allergy (food allergy to shellfish (systemic reactions with dyspnea)), abdominal pain (diffuse generalized abdominal), back pain (lumbar pain), vomiting (vomiting related to food persist), depression (anxiety-depressive symptoms (she looks sad, irritable, anxious and crying)), tooth extraction (molar extraction), pain in extremity (right upper arch pain), contusion (shoulder contusion (skateboard fall backwards)), arthralgia (pain in right shoulder, says she cannot move it / pain on palpation in the acromioclavicular joint and anterior side of the right shoulder), tachycardia (tachycardia), insomnia (insomnia and then very fragmented and not very restorative sleep), genital haemorrhage (daily gynecological bleeding for several months), asthenia (asthenia), depressed mood (low mood / being well to being upset for no reason), panic attack (panic attack (she has been more nervous, shaky, wakes up at night with a feeling of shortness of breath and pressure in her chest)), facial paresis (right facial paresis (pain in right side)), facial asymmetry (facial asymmetry), neuralgia (neuralgia), eating disorder (eats very little (she does not like anything)), abdominal pain (abdominal pain / abdominal pain of 3 days of evolution that did not improve with oral analgesia), constipation (absence of bowel movement after surgery (essure removal) / no stools or expulsion of gases since the surgery), pyrexia (low-grade fever of 37.4ºc), abdominal distension (abdomen distended), pyrexia (temperature 37.4ºc), anxiety (anxiety state / very anxious / somatic anxiety: in the form of dyspnea, feeling of a lump in the throat, tremors), tendonitis (achilles tendonitis / intense pain in achilles), myalgia (generalized myalgia), weight increased (gained 30 kg in this month of confinement / she gained 40 kg), anxiety (anxiety (has been nervous for 2 weeks, sleeping poorly, with tachycardia, and diarrhea associated with anxiety), seems very nervous, with anguish and pressure in the chest) and peripheral swelling (swollen legs). The patient was treated with surgery (removal of metal device and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, groin pain, back pain, headache, depression, mood swings, anxiety, mental disorder, alopecia, fatigue, dysgeusia, weight decreased, vomiting, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, intervertebral disc protrusion, procedural pain, folliculitis, eye pain, nausea, glaucoma, back pain, incontinence, productive cough, increased upper airway secretion, pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, abdominal discomfort, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, abdominal pain upper, vomiting, pyrexia, dyspareunia, discharge, menstruation irregular, pelvic pain, paraesthesia, fatigue, muscle spasms, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, oropharyngeal pain, epilepsy, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital haemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, anxiety and peripheral swelling outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, genital haemorrhage, groin pain, headache, mental disorder, mood swings, vomiting, weight decreased, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, procedural pain, folliculitis, back pain, incontinence, abdominal discomfort, abdominal pain upper, dyspareunia, discharge, menstruation irregular, pelvic pain and muscle spasms to be related to essure. The reporter considered pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, vomiting, pyrexia, paraesthesia, fatigue, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, increased upper airway secretion, epilepsy, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital haemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, anxiety and peripheral swelling to be unrelated to essure. The reporter did not provide a causality for intervertebral disc protrusion, eye pain, nausea, halo vision, productive cough and oropharyngeal pain. The reporter commented: events started to develop a few month after the insertion. She did not eat for 5 months due to metallic taste and vomiting. Spending all day in bed and not living. She now takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. The patient also took a lot of drugs to treat concomitant drugs: levofloxacin ((B)(6) 2016), rhinocort allergy ((B)(6) 2017), ibuprofen ((B)(6) 2016, (B)(6) 2017, (B)(6) 2019, (B)(6) 2020), fortecortin ((B)(6) 2016, (B)(6) 2018, (B)(6) 2019), enantyum ((B)(6) 2016, (B)(6) 2018, (B)(6) 2019), yurelax ((B)(6) 2016, (B)(6) 2018), budesonide ((B)(6) 2017, (B)(6) 2018), diclofenac ((B)(6) 2017), erythromycin ((B)(6) 2017), diazepam ((B)(6) 2018, (B)(6) 2019, (B)(6) 2020), stopcold ((B)(6) 2018, (B)(6)2019), flumil ((B)(6) 2018), aremis ((B)(6) 2018, (B)(6) 2019), mirtazapine ((B)(6) 2018, (B)(6) 2019), tranxilium ((B)(6) 2018, (B)(6) 2019), lorazepam ((B)(6) 2018), urbason ((B)(6) 2018), primperan ((B)(6)2018), tramadol ((B)(6) 2018), zaldiar ((B)(6) 2019), lorazepam ((B)(6) 2019), deprax ((B)(6) 2019), neurontin,((B)(6) 2019, (B)(6) 2020), zamene ((B)(6) 2019), lactulose ((B)(6) 2019), ciprofloxacin ((B)(6)2019), paracetamol ((B)(6) 2019), omeprazole ((B)(6) 2019), desketoprofen ((B)(6) 2019), clexane ((B)(6) 2019), brintellix ((B)(6) 2019), stilnox ((B)(6) 2019, (B)(6) 2020), avamys ((B)(6) 2019), paroxetine ((B)(6) 2019, (B)(6) 2020), quetiapine ((B)(6) 2019, (B)(6) 2020), rivotril ((B)(6) 2020). Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale - on (B)(6) 2019: 54.0% degree. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2021: new information provided: patient´s initials and patient´s date of birth were updated, historical and concomitant drugs, lab data, medical history, new adverse events (several episodes of abdominal pain, abdominal discomfort, anxiety, depression, contusions, discharge, dyspareunia, back pain, headaches, nausea, vomiting, food disorder, food and metal allergies, constipation, asthenia, arthralgia, mood swings, dysuria, amenorrhea, procedural pain, sciatica, incontinence, productive cough, halo vision, pharyngitis, otitis, dyspnea, dizziness, palpitations, nasal obstruction, laryngotracheitis, generalized tonic clonic crisis, pyrexia, weight decreased, weight increased, increased upper airway secretion, epilepsy, appendicectomy, cholecystectomy, osteoporosis, osteoarthritis, conjunctivitis allergic, asthma, tachycardia, tremor, insomnia, neuralgia, tendonitis, panic attacks, facial paresis, facial asymmetry, myalgia, peripheral swelling). We received a lot number of the product. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('numerous bleeds'), abdominal discomfort ('diffuse abdominal discomfort'), dysuria ('dysuria'), constipation ('constipation') and suicidal attempt (suicidal ideas, which she even attempted twice), in a female patient who had essure (batch no. D35378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "metal device was rotten". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son.) In 2016. On (B)(6)2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced mental disorder ("psychological issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), groin pain ("pain in groin"), back pain ("back pain"), headache ("headaches"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron") and vomiting ("vomited everything") and was found to have weight decreased ("lost weight until 38kg"), abdominal pain (abdominal pain), abdominal discomfort (seriousness criteria hospitalization required), constipation (seriousness criteria hospitalization required), dysuria (seriousness criteria hospitalization required), suicidal attempt (seriousness criteria life-threatening), amenorrhoea (secondary amenorrhea), sciatica (lumbociatalgia / acute lumbociatalgia), intervertebral disc protrusion (lumbar disc herniation in l4 - l5 or l5 -s1), procedural pain (pain: vas 2 (procedure of the essure insertion)), folliculitis (folliculitis with poor evolution), eye pain (eye pain), nausea (nausea), halo vision (colored halos ("I see like fireflies")), back pain (low back pain / lumbar pain radiating to the back of the right thigh (refers trigger with movements)), incontinence (incontinence), productive cough (poorly productive cough), oropharyngeal pain (sore throat), pharyngitis (pharyngitis), otitis media (otitis media), dyspnoea (trouble breathing), nasal obstruction (nasal obstruction), tracheitis (laryngotracheitis), dizziness (dizzy with spinning of objects (the world becomes small and falls on her)), palpitations (palpitations), abdominal discomfort (stomach discomfort (no nausea, no vomiting)), headache (punctures in the head), poor quality sleep (has not been sleeping well for a while), anxiety (suspicion of anxiety), contusion (lumbar contusion), generalised tonic-clonic seizure (generalized tonic clonic crisis / seizure / during the transfer she had 3 seizures), loss of consciousness (unconscious / unresponsive patient, reactive mydriatic pupils), abdominal pain upper (abdominal pain (in both iliac fossae and suprapubic region of colic type) / nonspecific abdominal pain / epigastric pain / groin pain), vomiting (occasional vomiting), pyrexia (fever of 38ºc), dyspareunia (dyspareunia), discharge (increase in discharge), menstruation irregular (menstrual irregularities / irregular and abundant bleeding), pelvic pain (episodes of intense pelvic pain / chronic pelvic pain), paraesthesia (paresthesia), fatigue (fatigue), muscle spasms (whipping, cramps (increasing)), weight decreased (weight loss of 16 kg in recent months), depression (important anxiety-depressive symptoms), productive cough (cough and mucus), pyrexia (feverish), rhinorrhoea (runny nose), increased upper airway secretion(oropharynx with clear mucus on posterior wall), epilepsy (epilepsy (currently untreated)), cholecystectomy (cholecystectomy), appendicectomy (appendectomy), osteoporosis (osteoporosis), osteoarthritis (osteoarthritis), asthma (bronchial asthma), conjunctivitis allergic (allergic rhinoconjunctivitis), mite allergy (mite allergy), food allergy (food allergy to shellfish (systemic reactions with dyspnea)), abdominal pain (diffuse generalized abdominal), back pain (lumbar pain), vomiting (vomiting related to food persist), depression (anxiety-depressive symptoms (she looks sad, irritable, anxious and crying)), tooth extraction (molar extraction), pain in extremity (right upper arch pain), contusion (shoulder contusion (skateboard fall backwards)), arthralgia (pain in right shoulder, says she cannot move it / pain on palpation in the acromioclavicular joint and anterior side of the right shoulder), tachycardia (tachycardia), insomnia (insomnia and then very fragmented and not very restorative sleep), genital haemorrhage (daily gynecological bleeding for several months), asthenia (asthenia), depressed mood (low mood / being well to being upset for no reason), panic attack (panic attack (she has been more nervous, shaky, wakes up at night with a feeling of shortness of breath and pressure in her chest)), facial paresis (right facial paresis (pain in right side)), facial asymmetry (facial asymmetry), neuralgia (neuralgia), eating disorder (eats very little (she does not like anything)), abdominal pain (abdominal pain / abdominal pain of 3 days of evolution that did not improve with oral analgesia), constipation (absence of bowel movement after surgery (essure removal) / no stools or expulsion of gases since the surgery), pyrexia (low-grade fever of 37.4ºc), abdominal distension (abdomen distended), pyrexia (temperature 37.4ºc), anxiety (anxiety state / very anxious / somatic anxiety: in the form of dyspnea, feeling of a lump in the throat, tremors), tendonitis (achilles tendonitis / intense pain in achilles), myalgia (generalized myalgia), weight increased (gained 30 kg in this month of confinement / she gained 40 kg), anxiety (anxiety (has been nervous for 2 weeks, sleeping poorly, with tachycardia, and diarrhea associated with anxiety), seems very nervous, with anguish and pressure in the chest) and peripheral swelling (swollen legs). The patient was treated with surgery (removal of metal device and fallopian tubes). Essure was removed on (B)(6)2019. At the time of the report, the genital haemorrhage, groin pain, back pain, headache, depression, mood swings, anxiety, mental disorder, alopecia, fatigue, dysgeusia, weight decreased, vomiting, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, intervertebral disc protrusion, procedural pain, folliculitis, eye pain, nausea, glaucoma, back pain, incontinence, productive cough, increased upper airway secretion, pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, suicidal attempt, abdominal discomfort, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, abdominal pain upper, vomiting, pyrexia, dyspareunia, discharge, menstruation irregular, pelvic pain, paraesthesia, fatigue, muscle spasms, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, oropharyngeal pain, epilepsy, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital haemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, anxiety and peripheral swelling outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, genital haemorrhage, groin pain, headache, mental disorder, mood swings, vomiting, weight decreased, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, procedural pain, folliculitis, back pain, incontinence, abdominal discomfort, abdominal pain upper, dyspareunia, discharge, menstruation irregular, pelvic pain and muscle spasms to be related to essure. The reporter considered pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, vomiting, pyrexia, paraesthesia, fatigue, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, increased upper airway secretion, epilepsy, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital haemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, anxiety and peripheral swelling to be unrelated to essure. The reporter did not provide a causality for intervertebral disc protrusion, eye pain, nausea, halo vision, productive cough and oropharyngeal pain. The reporter commented: events started to develop a few month after the insertion. She did not eat for 5 months due to metallic taste and vomiting. Spending all day in bed and not living. She now takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. The patient also took a lot of drugs to treat concomitant drugs: levofloxacin ((B)(6)2016), rhinocort allergy ((B)(6)2017), ibuprofen ((B)(6)2016, (B)(6)2017,(B)(6)2017, (B)(6)2019, (B)(6)2020), fortecortin ((B)(6)2016, (B)(6)2018, (B)(6)2019), enantyum ((B)(6)2016, (B)(6)2018, (B)(6)2018, (B)(6)2019, (B)(6)2019), yurelax ((B)(6)2016, (B)(6)2018), budesonide ((B)(6)2017, (B)(6)2018), diclofenac ((B)(6)2017), erythromycin ((B)(6)2017), diazepam ((B)(6)2018, (B)(6)2018, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2020, (B)(6)2020), stopcold ((B)(6)2018, (B)(6)2019), flumil ((B)(6)2018), aremis ((B)(6)2018, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, mirtazapine ((B)(6)2018, (B)(6)2019), tranxilium ((B)(6)2018, (B)(6)2019), lorazepam ((B)(6)2018), urbason ((B)(6)2018), primperan ((B)(6)2018), tramadol ((B)(6)2018), zaldiar ((B)(6)2019), lorazepam ((B)(6)2019, (B)(6)2019, (B)(6)2019), deprax ((B)(6)2019, (B)(6)2019, (B)(6)2019), neurontin,((B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2020, (B)(6)2020), zamene ((B)(6)2019), lactulose ((B)(6)2019), ciprofloxacin ((B)(6)2019), paracetamol ((B)(6)2019), omeprazole ((B)(6)2019), desketoprofen ((B)(6)2019), clexane ((B)(6)2019), brintellix ((B)(6)-2019, (B)(6)2019, (B)(6)2019), stilnox ((B)(6)2019, (B)(6)2019, (B)(6)2019, (B)(6)2020, (B)(6)2020, avamys ((B)(6)2019), paroxetine ((B)(6)2019), (B)(6)2020, (B)(6)2020, quetiapine ((B)(6)2019, (B)(6)2020, (B)(6)2020), rivotril ((B)(6)2020, (B)(6)2020). Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale - on (B)(6)2019: 54.0% degree. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 03-mar-2021: quality safety evaluation of ptc. On 04-may-2021: the anxiety and insomnia outcome were updated from unknown to not recovered/ not resolved, suicidal ideation added as reported event. We received a lot number of the product. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('never ending menstruation, bleeding for a month/ menstrual irregularities'), pelvic pain ('episodes of intense pelvic pain / chronic pelvic pain'), abdominal discomfort ('after removal, diffuse abdominal discomfort'), urinary incontinence ('since removal operation, unable to control her sphincters, she is not able to control her urine'), dysuria ('dysuria after removal'), constipation ('constipation after removal') and suicidal attempt (suicidal ideas, which she even attempted twice), in a female patient who had essure (batch no. D35378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "metal device was rotten/ completely rusted". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son). On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria disability and intervention required), groin pain ("pain in groin"), back pain ("back pain"), headache ("headaches/punctures in head"), depression ("depression"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron") and vomiting ("vomited everything") and was found to have weight decreased ("lost weight until 38kg"), abdominal pain (abdominal pain), abdominal discomfort (seriousness criteria hospitalization required), constipation (seriousness criteria hospitalization required), dysuria (seriousness criteria hospitalization required), suicidal attempt (seriousness criteria life-threatening), amenorrhoea (secondary amenorrhea), sciatica (lumbosciatalgia / acute lumbosciatalgia), intervertebral disc protrusion (lumbar disc herniation in l4 - l5 or l5 -s1), procedural pain (pain: vas 2 (procedure of the essure insertion)), folliculitis (folliculitis with poor evolution), eye pain (eye pain), nausea (nausea), halo vision (colored halos ("I see like fireflies")), back pain (low back pain / lumbar pain radiating to the back of the right thigh (refers trigger with movements)), productive cough (poorly productive cough), oropharyngeal pain (sore throat), pharyngitis (pharyngitis), otitis media (otitis media), dyspnoea (trouble breathing), nasal obstruction (nasal obstruction), tracheitis (laryngotracheitis), dizziness (dizzy with spinning of objects (the world becomes small and falls on her)), palpitations (palpitations), abdominal discomfort (stomach discomfort (no nausea, no vomiting)), poor quality sleep (insomnia/ has not been sleeping well for a while), anxiety (suspicion of anxiety), contusion (lumbar contusion), generalised tonic-clonic seizure (generalized tonic clonic crisis / seizure / during the transfer she had 3 seizures), loss of consciousness (unconscious / unresponsive patient, reactive mydriatic pupils), abdominal pain upper (epigastric pain), vomiting (occasional vomiting), pyrexia (fever of 38ºc), dyspareunia (dyspareunia), vaginal discharge (increase in discharge), pelvic pain (episodes of intense pelvic pain / chronic pelvic pain), paraesthesia (paresthesia), muscle spasms (whipping, cramps (increasing)), weight decreased (weight loss of 16 kg in recent months), depression (important anxiety-depressive symptoms), productive cough (cough and mucus), pyrexia (feverish), rhinorrhoea (runny nose), increased upper airway secretion(oropharynx with clear mucus on posterior wall), epilepsy (epilepsy (currently untreated)), cholecystectomy (cholecystectomy), appendicectomy (appendectomy), osteoporosis (osteoporosis), osteoarthritis (osteoarthritis), asthma (bronchial asthma), conjunctivitis allergic (allergic rhinoconjunctivitis), mite allergy (mite allergy), food allergy (food allergy to shellfish (systemic reactions with dyspnea)), abdominal pain (diffuse generalized abdominal), back pain (lumbar pain), vomiting (vomiting related to food persist), depression (anxiety-depressive symptoms (she looks sad, irritable, anxious and crying)), pain in extremity (right upper arch pain), contusion (shoulder contusion (skateboard fall backwards)), arthralgia (pain in right shoulder, says she cannot move it / pain on palpation in the acromioclavicular joint and anterior side of the right shoulder), tachycardia (tachycardia), insomnia (insomnia and then very fragmented and not very restorative sleep), genital haemorrhage (daily gynecological bleeding for several months), asthenia (asthenia), depressed mood (low mood / being well to being upset for no reason), panic attack (panic attack (she has been more nervous, shaky, wakes up at night with a feeling of shortness of breath and pressure in her chest)), facial paresis (right facial paresis (pain in right side)), facial asymmetry (facial asymmetry), neuralgia (neuralgia), eating disorder (eats very little (she does not like anything)), abdominal pain (abdominal pain / abdominal pain of 3 days of evolution that did not improve with oral analgesia), constipation (absence of bowel movement after surgery (essure removal) / no stools or expulsion of gases since the surgery), pyrexia (low-grade fever of 37.4ºc), abdominal distension (abdomen distended), pyrexia (temperature 37.4ºc), anxiety (anxiety state / very anxious / somatic anxiety: in the form of dyspnea, feeling of a lump in the throat, tremors), tendonitis (achilles tendonitis / intense pain in achilles), myalgia (generalized myalgia), weight increased (gained 30 kg in this month of confinement / she gained 40 kg), anxiety (anxiety (has been nervous for 2 weeks, sleeping poorly, with tachycardia, and diarrhea associated with anxiety), seems very nervous, with anguish and pressure in the chest), hypoaesthesia (her legs become numbs) loss teeth (tooth loss), and peripheral swelling (swollen legs). The patient was treated with surgery (removal of metal device and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, groin pain, back pain, headache, depression, mood swings, anxiety, mental disorder, alopecia, fatigue, dysgeusia, weight decreased, vomiting, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, intervertebral disc protrusion, procedural pain, folliculitis, eye pain, nausea, glaucoma, back pain, incontinence, productive cough, increased upper airway secretion, pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, suicidal attempt, abdominal discomfort, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, abdominal pain upper, vomiting, pyrexia, dyspareunia, discharge, menstruation irregular, pelvic pain, paraesthesia, fatigue, muscle spasms, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, oropharyngeal pain, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital haemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, and peripheral swelling outcome was unknown. Anxiety, urinary incontinence outcome was not recovered/not resolved. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, genital haemorrhage, groin pain, headache, mental disorder, mood swings, vomiting, weight decreased, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, procedural pain, folliculitis, back pain, incontinence, abdominal discomfort, abdominal pain upper, dyspareunia, discharge, menstruation irregular, pelvic pain and muscle spasms , metal poisoning, hypoaesthesia, tooth loss, crying to be related to essure. The reporter considered pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, vomiting, pyrexia, paraesthesia, fatigue, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, increased upper airway secretion, epilepsy, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital haemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, anxiety and peripheral swelling to be unrelated to essure. The reporter did not provide a causality for intervertebral disc protrusion, eye pain, nausea, halo vision, productive cough and oropharyngeal pain. The reporter commented: events started to develop a few month after the insertion. She did not eat for 5 months due to metallic taste and vomiting. Spending all day in bed and not living. She now takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. The patient also took a lot of drugs to treat concomitant drugs: levofloxacin ((B)(6) 2016), rhinocort allergy ((B)(6) 2017), ibuprofen ((B)(6) 2016, (B)(6) 2017,(B)(6) 2017, (B)(6) 2019, (B)(6) 2020), fortecortin ((B)(6) 2016, (B)(6) 2018, (B)(6) 2019), enantyum ((B)(6) 2016, (B)(6) 2018, (B)(6) 2018, (B)(6) 2019, (B)(6) 2019), yurelax ((B)(6) 2016, (B)(6) 2018), budesonide ((B)(6) 2017, (B)(6) 2018), diclofenac ((B)(6) 2017), erythromycin ((B)(6) 2017), diazepam ((B)(6) 2018, (B)(6) 2018, (B)(6) 2019,(B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2020, (B)(6) 2020), stopcold ((B)(6) 2018, (B)(6) 2019), flumil ((B)(6) 2018), aremis ((B)(6) 2018, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, mirtazapine ((B)(6) 2018, (B)(6) 2019), tranxilium ((B)(6) 2018, (B)(6) 2019), lorazepam ((B)(6) 2018), urbason ((B)(6) 2018), primperan ((B)(6) 2018), tramadol ((B)(6) 2018), zaldiar ((B)(6) 2019), lorazepam ((B)(6) 2019, (B)(6) 2019, (B)(6) 2019), deprax ((B)(6) 2019, (B)(6) 2019, (B)(6) 2019), neurontin,((B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2020, (B)(6) 2020), zamene ((B)(6) 2019), lactulose ((B)(6) 2019), ciprofloxacin ((B)(6) 2019), paracetamol ((B)(6) 2019), omeprazole ((B)(6) 2019), dexketoprofen ((B)(6) 2019), clexane ((B)(6) 2019), brintellix ((B)(6) 2019, (B)(6) 2019, (B)(6) 2019), stilnox ((B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2020, (B)(6) 2020, avamys ((B)(6) 2019), paroxetine ((B)(6) 2019), (B)(6) 2020, (B)(6) 2020, quetiapine ((B)(6) 2019, (B)(6) 2020, (B)(6) 2020), rivotril ((B)(6) 2020, (B)(6) 2020). Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale - on (B)(6) 2019: 54.0% degree. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 03-mar-2021: quality safety evaluation of ptc. On 04-may-2021: the outcome of anxiety and insomnia was updated from unknown to not recovered/ not resolved, suicidal ideation added as reported event. On 04-may-2021: the following information was updated: outcome updated to not recovered/not resolved for events tooth loss, numbness in leg, crying, urination involuntary, depression, anxiety. Chronic pelvic pain was considered a serious incident event. Similar events were merged or included only in the narrative due to technical problems due to the large number of events. We received a lot number of the product. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('numerous bleeds') and depression ('depression / spending all day in bed and not living') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "she underwent surgery to remove the metal device, which was rotten". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son.) In 2016. On an unknown date, the patient had essure inserted. On (B)(6) 2019, the patient experienced mental disorder ("psychological issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), depression (seriousness criterion disability), anxiety ("anxiety"), headache ("headaches"), alopecia ("hair loss"), mood swings ("mood swings"), fatigue ("fatigue"), groin pain ("pain in groin"), back pain ("back pain"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron"), vomiting ("vomited everything") and food refusal ("not eat for five months") and was found to have weight decreased ("lost weight until 38kg"). The patient was treated with surgery (surgery to remove the metal device and to remove her fallopian tubes on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, depression, mental disorder, anxiety, headache, alopecia, mood swings, fatigue, groin pain, back pain, dysgeusia, weight decreased, vomiting and food refusal outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, food refusal, genital haemorrhage, groin pain, headache, mental disorder, mood swings, vomiting and weight decreased to be related to essure. The reporter commented: she takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale: on (B)(6) 2019: 54.0% degree. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2020: new adverse events were provided: genital haemorrhage, depression, anxiety, headache, alopecia, mood swings, fatigue, groin pain, back pain, dysgeusia, weight decreased, vomiting, device material issue, and food refusal; medical device removal deleted; date of essure removal, medical history (parities). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('numerous bleeds') in a female patient who had essure (batch no. D35378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "metal device was rotten". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son.) In 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced mental disorder ("psychological issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), groin pain ("pain in groin"), back pain ("back pain"), headache ("headaches"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron") and vomiting ("vomited everything") and was found to have weight decreased ("lost weight until 38kg"). The patient was treated with surgery (removal of metal device and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, groin pain, back pain, headache, depression, mood swings, anxiety, mental disorder, alopecia, fatigue, dysgeusia, weight decreased and vomiting outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, genital haemorrhage, groin pain, headache, mental disorder, mood swings, vomiting and weight decreased to be related to essure. The reporter commented: events started to develop a few month after the insertion. She did not eat for 5 months due to metallic taste and vomiting. Spending all day in bed and not living. She now takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale - on (B)(6) 2019: 54.0% degree. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: reporter's information was updated and a new reporter was added. Furthermore, exact date of essure insertion ((B)(6) 2016) and lot number (d35378) were provided. We received a lot number of the product. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('numerous bleeds') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "metal device was rotten". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son.) In 2016. In 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced mental disorder ("psychological issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), groin pain ("pain in groin"), back pain ("back pain"), headache ("headaches"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron") and vomiting ("vomited everything") and was found to have weight decreased ("lost weight until 38kg"). The patient was treated with surgery (removal of metal device and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, groin pain, back pain, headache, depression, mood swings, anxiety, mental disorder, alopecia, fatigue, dysgeusia, weight decreased and vomiting outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, genital haemorrhage, groin pain, headache, mental disorder, mood swings, vomiting and weight decreased to be related to essure. The reporter commented: events started to develop a few month after the insertion. She did not eat for 5 months due to metallic taste and vomiting. Spending all day in bed and not living. She now takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale - on (B)(6) 2019: 54.0% degree. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2020: health authority closed case, case considered not final due to pending quality update regarding material issue. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('numerous bleeds') in a female patient who had essure (batch no. D35378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "metal device was rotten". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son.) In 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced mental disorder ("psychological issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria disability and intervention required), groin pain ("pain in groin"), back pain ("back pain"), headache ("headaches"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron") and vomiting ("vomited everything") and was found to have weight decreased ("lost weight until 38kg"). The patient was treated with surgery (removal of metal device and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the genital haemorrhage, groin pain, back pain, headache, depression, mood swings, anxiety, mental disorder, alopecia, fatigue, dysgeusia, weight decreased and vomiting outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, genital haemorrhage, groin pain, headache, mental disorder, mood swings, vomiting and weight decreased to be related to essure. The reporter commented: events started to develop a few month after the insertion. She did not eat for 5 months due to metallic taste and vomiting. Spending all day in bed and not living. She now takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale - on (B)(6) 2019: 54.0% degree. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-dec-2020: quality safety evaluation of ptc. We received a lot number of the product. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('surgery for the removal of the device and some of her organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mental disorder ("psychological issues"). Essure was removed. At the time of the report, the medical device removal and mental disorder outcome was unknown. The reporter considered medical device removal and mental disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital hemorrhage ('numerous bleeds'), abdominal discomfort ('diffuse abdominal discomfort'), dysuria ('dysuria'), and constipation ('constipation'), in a female patient who had essure (batch no. D35378) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device material issue "metal device was rotten". The patient's medical history included parity 2 (15-years-old daughter and a 6-years-old son.) In 2016. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2019, the patient experienced mental disorder ("psychological issues"). On an unknown date, the patient experienced genital hemorrhage (seriousness criteria disability and intervention required), groin pain ("pain in groin"), back pain ("back pain"), headache ("headaches"), depression ("depression"), mood swings ("mood swings"), anxiety ("anxiety"), alopecia ("hair loss"), fatigue ("fatigue"), dysgeusia ("mouth tasted like rust, as if I was sucking on iron") and vomiting ("vomited everything") and was found to have weight decreased ("lost weight until 38kg"), abdominal pain (abdominal pain), abdominal discomfort (seriousness criteria hospitalization required), constipation (seriousness criteria hospitalization required), dysuria (seriousness criteria hospitalization required), amenorrhoea (secondary amenorrhea), sciatica (lumbociatalgia / acute lumbociatalgia), intervertebral disc protrusion (lumbar disc herniation in l4 - l5 or l5 -s1), procedural pain (pain: vas 2 (procedure of the essure insertion), folliculitis (folliculitis with poor evolution), eye pain (eye pain), nausea (nausea), halo vision (colored halos ("I see like fireflies"), back pain (low back pain / lumbar pain radiating to the back of the right thigh (refers trigger with movements), incontinence (incontinence), productive cough (poorly productive cough), oropharyngeal pain (sore throat), pharyngitis (pharyngitis), otitis media (otitis media), dyspnoea (trouble breathing), nasal obstruction (nasal obstruction), tracheitis (laryngotracheitis), dizziness (dizzy with spinning of objects (the world becomes small and falls on her), palpitations (palpitations), abdominal discomfort (stomach discomfort (no nausea, no vomiting), headache (punctures in the head), poor quality sleep (has not been sleeping well for a while), anxiety (suspicion of anxiety), contusion (lumbar contusion), generalised tonic-clonic seizure (generalized tonic clonic crisis / seizure / during the transfer she had 3 seizures), loss of consciousness (unconscious / unresponsive patient, reactive mydriatic pupils), abdominal pain upper (abdominal pain (in both iliac fossae and suprapubic region of colic type) / nonspecific abdominal pain / epigastric pain / groin pain), vomiting (occasional vomiting), pyrexia (fever of 38ºc), dyspareunia (dyspareunia), discharge (increase in discharge), menstruation irregular (menstrual irregularities / irregular and abundant bleeding), pelvic pain (episodes of intense pelvic pain / chronic pelvic pain), paraesthesia (paresthesia), fatigue (fatigue), muscle spasms (whipping, cramps (increasing), weight decreased (weight loss of 16 kg in recent months), depression (important anxiety-depressive symptoms), productive cough (cough and mucus), pyrexia (feverish), rhinorrhoea (runny nose), increased upper airway secretion(oropharynx with clear mucus on posterior wall), epilepsy (epilepsy (currently untreated), cholecystectomy (cholecystectomy), appendicectomy (appendectomy), osteoporosis (osteoporosis), osteoarthritis (osteoarthritis), asthma (bronchial asthma), conjunctivitis allergic (allergic rhinoconjunctivitis), mite allergy (mite allergy), food allergy (food allergy to shellfish (systemic reactions with dyspnea), abdominal pain (diffuse generalized abdominal), back pain (lumbar pain), vomiting (vomiting related to food persist), depression (anxiety-depressive symptoms (she looks sad, irritable, anxious and crying), tooth extraction (molar extraction), pain in extremity (right upper arch pain), contusion (shoulder contusion (skateboard fall backwards), arthralgia (pain in right shoulder, says she cannot move it / pain on palpation in the acromioclavicular joint and anterior side of the right shoulder), tachycardia (tachycardia), insomnia (insomnia and then very fragmented and not very restorative sleep), genital hemorrhage (daily gynecological bleeding for several months), asthenia (asthenia), depressed mood (low mood / being well to being upset for no reason), panic attack (panic attack (she has been more nervous, shaky, wakes up at night with a feeling of shortness of breath and pressure in her chest), facial paresis (right facial paresis (pain in right side), facial asymmetry (facial asymmetry), neuralgia (neuralgia), eating disorder (eats very little (she does not like anything), abdominal pain (abdominal pain / abdominal pain of 3 days of evolution that did not improve with oral analgesia), constipation (absence of bowel movement after surgery (essure removal) / no stools or expulsion of gases since the surgery), pyrexia (low-grade fever of 37.4ºc), abdominal distension (abdomen distended), pyrexia (temperature 37.4ºc), anxiety (anxiety state / very anxious / somatic anxiety: in the form of dyspnea, feeling of a lump in the throat, tremors), tendonitis (achilles tendonitis / intense pain in achilles), myalgia (generalized myalgia), weight increased (gained 30 kg in this month of confinement / she gained 40 kg), anxiety (anxiety (has been nervous for 2 weeks, sleeping poorly, with tachycardia, and diarrhea associated with anxiety), seems very nervous, with anguish and pressure in the chest) and peripheral swelling (swollen legs). The patient was treated with surgery (removal of metal device and fallopian tubes). Essure was removed on (B)(6) 2019. At the time of the report, the genital hamorrhage, groin pain, back pain, headache, depression, mood swings, anxiety, mental disorder, alopecia, fatigue, dysgeusia, weight decreased, vomiting, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, intervertebral disc protrusion, procedural pain, folliculitis, eye pain, nausea, glaucoma, back pain, incontinence, productive cough, increased upper airway secretion, pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, abdominal discomfort, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, abdominal pain upper, vomiting, pyrexia, dyspareunia, discharge, menstruation irregular, pelvic pain, paraesthesia, fatigue, muscle spasms, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, oropharyngeal pain, epilepsy, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital hemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, anxiety and peripheral swelling outcome was unknown. The reporter considered alopecia, anxiety, back pain, depression, dysgeusia, fatigue, genital hemorrhage, groin pain, headache, mental disorder, mood swings, vomiting, weight decreased, abdominal pain, abdominal discomfort, constipation, dysuria, amenorrhoea, sciatica, procedural pain, folliculitis, back pain, incontinence, abdominal discomfort, abdominal pain upper, dyspareunia, discharge, menstruation irregular, pelvic pain and muscle spasms to be related to essure. The reporter considered pharyngitis, otitis media, dyspnoea, nasal obstruction, tracheitis, dizziness, palpitations, headache, poor quality sleep, anxiety, contusion, generalised tonic-clonic seizure, loss of consciousness, vomiting, pyrexia, paraesthesia, fatigue, weight decreased, depression, productive cough, pyrexia, rhinorrhoea, increased upper airway secretion, epilepsy, cholecystectomy, appendicectomy, osteoporosis, osteoarthritis, asthma, conjunctivitis allergic, mite allergy, food allergy, abdominal pain, back pain, vomiting, depression, tooth extraction, pain in extremity, contusion, arthralgia, tachycardia, insomnia, genital hemorrhage, asthenia, depressed mood, panic attack, facial paresis, facial asymmetry, neuralgia, eating disorder, abdominal pain, constipation, pyrexia, abdominal distension, pyrexia, anxiety, tendonitis, myalgia, weight increased, anxiety and peripheral swelling to be unrelated to essure. The reporter did not provide a causality for intervertebral disc protrusion, eye pain, nausea, halo vision, productive cough and oropharyngeal pain. The reporter commented: events started to develop a few month after the insertion. She did not eat for 5 months due to metallic taste and vomiting. Spending all day in bed and not living. She now takes 27 pills a day (not specified). At this moment, she is 37 years old. She underwent surgery to remove the device, which was rotten and to remove her fallopian tubes. The patient also took a lot of drugs to treat concomitant drugs: levofloxacin (B)(6) 2016), rhinocort allergy (B)(6) 2017), ibuprofen (B)(6) 2016, (B)(6) 2017, (B)(6) 2017, (B)(6) 2019, (B)(6) 2020), fortecortin (B)(6) 2016, (B)(6) 2018, (B)(6) 2019), enantyum (B)(6) 2016, (B)(6) 2018, (B)(6) 2019), yurelax (B)(6) 2016, (B)(6) 2018), budesonide (B)(6) 2017, (B)(6) 2018), diclofenac (B)(6) 2017), erythromycin (B)(6) 2017), diazepam (B)(6) 2018, (B)(6) 2019, (B)(6) 2020), stopcold (B)(6) 2018, (B)(6) 2019), flumil (B)(6) 2018), aremis (B)(6) 2018, (B)(6) 2019, mirtazapine (B)(6) 2018, (B)(6) 2019), tranxilium (B)(6) 2018, (B)(6) 2019), lorazepam (B)(6) 2018), urbason (B)(6) 2018), primperan (B)(6) 2018), tramadol (B)(6) 2018), zaldiar (B)(6) 2019), lorazepam (B)(6) 2019), deprax (B)(6) 2019), neurontin, (B)(6) 2019, (B)(6) 2020), zamene (B)(6) 2019), lactulose (B)(6) 2019), ciprofloxacin (B)(6) 2019), paracetamol (B)(6) 2019), omeprazole (B)(6) 2019), desketoprofen (B)(6) 2019), clexane (B)(6) 2019), brintellix (B)(6) 2019), stilnox (B)(6) 2019, (B)(6) 2020, avamys (B)(6) 2019), paroxetine (B)(6) 2019), (B)(6) 2020, quetiapine (B)(6) 2019, (B)(6) 2020), rivotril (B)(6) 2020). Diagnostic results (normal ranges are provided in parenthesis if available): disability assessment scale - on (B)(6) 2019: 54.0% degree. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on 03-mar-2021: quality safety evaluation of ptc. We received a lot number of the product. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('surgery for the removal of the device and some of her organs') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mental disorder ("psychological issues"). Essure was removed. At the time of the report, the medical device removal and mental disorder outcome was unknown. The reporter considered medical device removal and mental disorder to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.